Event description:
It was originally reported that the pt could get no response from the neurostimulator "light" on the pt programmer. They were able to turn the stimulation on and off and adjust the settings though. The pt met with her physician and the company rep for the event. She had her pt programmer replaced and was successfully reprogrammed. The pt also had surgery on (B)(6) 2010 to fix the device problem. She was no longer having any problems with her device system.

Manufacturer narrative:
(B)(4).